Event description:
It was reported that there was surgical intervention and a pocket revision was done to place the pocket deeper. It was noted that di agnostic testing or troubleshooting was performed and there was no alleged product issue. It was unknown if there were any patient symptoms or complications associated with the event. The next day it was reported that an impedance test was done and the device was working properly, no malfunctions were seen, and the patient was doing well and receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# va0ee3p, implanted: (B)(6) 2014, product type: lead. (B)(4).